Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a motor error alarm. The drive support cap was normal. Troubleshooting was performed. The device passed the displacement test. It was also reported that the customer had a high blood glucose of 417 mg/dl. The insulin pump will be returned for analysis.